Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analysis found that the distal conductor was fractured/flexed in-vivo. The proximal conductor was fractured/flexed in-vivo. (B)(4). This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
Event summary: we did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing associated with the right ventricular lead.

Event description:
It was reported the right ventricular (rv) lead was showing high impedance and oversensing. The patient contacted the clinic to report that their implantable cardioverter defibrillator (ICD) device was alarming. An examination of the device data storage found non-sustained event of noise in the ventricular fibrillation (vf) zone. The right ventricular (rv) implantable tachy lead was showing high impedance and non-sustained noise on electrogram and a short interval counts (sic) indicating oversensing. These were the issues that initiated the lead integrity alert (lia). A fluoroscopy and chest x-ray were done but proved unremarkable. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.